Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reports patient allegations of pain, elevated metal ion levels, fulminant hepatic failure, heart failure and shock. Subsequently, patient's legal counsel reported patient expired on an unknown date. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 MDR's filed for the same event (reference 1825034-2014-01688 / 01691).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain, elevated metal ion levels, fulminant hepatic failure, heart failure and shock. Subsequently, patient's legal counsel reported patient expired on an unknown date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.